Manufacturer narrative:
(B)(4). Batch # p94a9e. Investigation summary: the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. The device was tested with the test media and performed as expected, no anomalies were noted. There were no anomalies noted with the functionality of the device. The amount of energy delivered to the tissue and resultant tissue effects are a function of many factors, including the power level selected, blade characteristics, grip force, tissue tension, tissue type, pathology and surgical technique. The device was disassembled to inspect the internal components and no anomalies were found, related to the reported event. When the device was disassembled and it was found that there was a cracked internal component; the y-link. It could not be determined what may have caused the reported incident of the hemostasis could not be performed properly. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that, during an unknown procedure, the hemostasis could not be performed properly when the device was activated on the vein with the advanced hemostasis mode. The doctor felt that the force of the hemostasis was weaker than usual. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.